Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. A chest tube was placed to resolve the pneumothorax.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. A chest tube was placed. Although the cause is unknown, the physician does not believe that an ion product caused or contributed to the pneumothorax. Reportedly, the pneumothorax resolved, and the patient is in stable condition. Intuitive surgical inc. (Isi) has made several attempts to obtain information regarding this reported event; however, no additional information was provided by the physician.